Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient attempted to attach a new tube to the pump but the luer lock would not fit. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.